Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history file using thump. Pump properly paired to minimed mobile app on a (B)(4) s9 phone and (B)(4) iphone xs. No communication anomaly noted. However, unit failed sleep current measurement and detail trace displays charge/battery lasts less than expected. Battery/power anomaly problem is isolated to pcb 2. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was unable to pair with the phone. No harm requiring medical intervention was reported. The device will be returned for analysis.